Event description:
Pt admitted thru ER with chest pain. Pt to cath lab for ptca the next day. Duett deployed to seal groin stick. Pt discharged home. At home, pt complained of numbness to right foot. After several days, pt's spouse (an rn) noted absent pulses in right foot. Pt visited cv surgeon who submitted pt to hospital for cut down of right femoral artery. Cardiovascular surgeon performed rt femoral thrombectomy but could not localize thrombus. Then performed right posterior tibial pta and restored pulses, but right anterior tibial artery remained occluded. Vascular surgeon consulted. Catheter placed in popliteal artery for low-dose tpa lytic therapy. Pt to follow-up in md office.